Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
A case of difficult lead placement due to patient's anatomy was reported to nevro. The trial lead was damaged as it was difficult to guide the lead into place. A replacement lead was used, but the physician pulled out the leads shortly after the procedure as the patient reported a new pain in the foot. The physician indicated that a nerve may have been nicked during the procedure. It was reported that the patient was recovering.